Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, an alert for high, out of range high voltage lead impedance was noted. An increase in the capture threshold and decrease in sensing were observed in-clinic. The lead was capped and replaced.